Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were provided. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported replacement of an intraocular lens (iol) due to a tear in the capsular bag. An anterior vitrectomy was performed and a 3 piece intraocular lens was placed in the eye.